Manufacturer narrative:
Device passed displacement test and self test. The critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm noted in insulin pump history file due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had multiple pump error alarm. The customer¿s blood glucose was unknown. Customer stated that he had received pump errors before but this was more than 30 days ago so patient was unable to check in alarm history to saw if they were the same pump errors. The troubleshooting was not mentioned. The insulin pump will be returned for analysis.